Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an obstetrics-gynecology procedure on (B)(6) 2020; and a suture was used. During the procedure, it was observed that the suture pulled off the needle upon opening its package. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected information: b1, h1 - it was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.